Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The femoral head was returned for evaluation, and there was damage/witness marks noted to the conical taper. Part and lot identification are necessary for review of device history records, neither were provided for the femoral stem. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item number: 00781805000, item name: endo femoral head , lot #: 62625219; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00192.

Event description:
It was reported that during a hip arthroplasty the modular head would not engage onto the taper adapter. Another modular head was utilized to complete the procedure. Attempts have been made and no further information is available.